Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated (B)(6) 1957. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for steerable guide catheter cable break. It was reported that during a procedure to treat mitral regurgitation, the steerable guide catheter (sgc) was unable to cross the septum. Reportedly, the septum had a tough anatomy. The device was removed without issue and the septum was ballooned. The dilator and sgc were re-flushed and cleaned. While turning the sgc knob approximately 180 degrees to straighten the device, the negative cable broke as evidenced by no sgc tip deflection. A new sgc was prepared and used in replacement without reported issue. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported mechanical issue and cable break was confirmed. However, the reported failure to advance (septum) could not be replicated in a testing environment as it was likely related to patient anatomy, user technique or procedural conditions. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported cable break in this incident cannot be determined. It is possible that there were procedural interactions (e.g. Unintended/excessive curves on the device) which resulted in increased tension on the device and therefore contributed to the cable break; however, this cannot be confirmed. The reported mechanical issue appears to be related to the cable break. Lastly, the reported failure to advance (septum) appears to be related to patient morphology/pathology due to tough septum anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.